Event description:
The account reported two patient magnesium results as 3.9 and 4.0 mg/dl. When repeated, the results were 2.0 and 2.1 mg/dl respectively. The incorrect results were not used to guide therapy. The field service representative found the sample probe was leaking and repaired the instrument